Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented with episodes of post-paced t-wave oversensing on their implantable cardioverter defibrillator. No intervention was reported.